Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, one patient with a company lens seen at one week post-op, was taken back to surgery for iol repositioning. The lens had rotated from 86 degrees to 65 degrees. The patient experienced hazy and cloudy vision. This patient had a b&l lens in the fellow eye, which had no issues. Bilateral yag capsulotomies were performed yesterday due to posterior capsular opacification (pco). Additional information was requested.